Event description:
Customer reported a past incident of low blood glucose. The lowest blood glucose level recorded was 43 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Low bg cause was not known. Control-iq feature was not activated at the time of the event. Customer was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels.